Manufacturer narrative:
It was determined this device did not cause or contribute to the reported event. Please void this reporting.

Event description:
It was determined this device did not cause or contribute to the reported event. Please void this reporting.